Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that four weeks post implant, the pulse generator exhibited loss of ventricular capture. The device was explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
Analysis found normal device characteristics.